Event description:
Caller reported that after a fall, purple and green lines appeared on the screen, which affected their ability to interact with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.